Manufacturer narrative:
S/w version unknown. Retainer ring: black. Customer complained on (B)(6) 2021 the pump is cracked on the back. Solid white blank display due to corroded j-2 connector on the pcb2 board. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed cracked case corner of the belt clip rails near the battery compartment, (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The device was returned for analysis.